Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal dilaudid 3mg/ml (dose asked; unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that at the last refill, the expected residual volume was 7ml and the actual residual volume was 30ml. A dye study was performed and failed. A catheter replacement was being scheduled. It was reported that no accurate data could be given regarding symptoms or event date. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) via the manufacturing representative reported that the pump was replaced on (B)(6) 2016. The prior reported dye study was also reported as undetermined. During the revision, there was a small twist in the pump portion of the catheter. Upon undoing kink, the physician was easily able to aspirate the suggested 1-2 cc. Since the pump had already had a life span of approximately 5.5 years, it had been decided prior to case to replace pump. New pump was attached without difficulty. Pump was returned for analysis. The issue was noted as resolved at the time of this report. The hcp had no further information. The patient status at the time of this report was "alive- no injury."